Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was unknown at the time of incident. The customer reported a serious dysfunction with the insulin pump. The customer states it is locked on a screen and giving a warning beep. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on act button. No time clock anomaly was noted. Unable to confirm unexpected restart alarm and unable to perform any tests due to button unresponsive. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.